Event description:
This patient came into the emergency department with a complaint that he was shocked 3 times by his ICD. The concerning issue of this report has more to do with this patient while on a gurney was in a position where he nearly fell off. In an attempt to avoid a fall, a staff member named (B)(6) grabbed the patient with both of her hands to position him back onto the gurney. At some point during the attempt to get him back on the gurney, his internal ICD sent a shock which (B)(6) felt. She felt dizzy and light headed after the shock. She has also been seen by employee health and as of a week ago still had some symptoms. This report is for both the patient and the staff member. Ref report: mw5117165.